Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a nc quantum apex balloon catheter. The balloon was tightly folded. There was contrast in the inflation lumen. The outer shaft, inner shaft, balloon and tip were microscopically examined. The hypotube shaft was completely separated 75.5cm from the hub. The fracture faces were oval as if kinked prior to separation. There were numerous hypotube kinks. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that shaft breakage occurred. During preparation of a 3.00x12mm nc quantum apex mr balloon catheter outside the patient, the balloon catheter was broken on the distal end while threading through a guidewire. The procedure was completed with another same device.